Event description:
It was reported that the suspect product was discarded. No further relevant information has been received to date.

Event description:
The explanted lead and generator were received. Product analysis was completed on the returned generator. The generator performed according to functional specifications with no anomalies identified. Product analysis was completed on the returned lead. Only a portion of the lead was received. Two abraded openings with fluid leaks in the outer silicon tubing were identified, but did not penetrate into the inner tubing.. High impedance was not duplicated/ on the lead pin, one set of setscrew marks were seen; this provides evidence that proper contact between the setscrew and the pin existed at least once. However, three single setscrew indentations were noted at the end tip of the connector pin; this suggests that the lead pin was not inserted completely at one point in time, which may have contributed to the high impedance observed. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Note that evaluation and resulting commentary cannot be performed on the portion of the lead not returned. The company representative said that she had checked to make sure that the lead was fully inserted. No further relevant information has been received to date.

Manufacturer narrative:
Suspect medical device, corrected data- the incorrect generator information was inadvertently reported in supplemental report #2. Device evaluated by MFR?, corrected data: it was inadvertently reported on supplemental report #2 that the suspect product was received for analysis. Device manufacture date, corrected data: the incorrect manufacturing date was inadvertently reported in supplemental report #2.

Event description:
During a prophylactic generator replacement surgery, high impedance was detected on the newly implanted generator despite impedance being okay prior to generator replacement. Pin re-insertion was performed multiple times, but the high impedance did not resolve. Generator diagnostics with the test resistor pin was within normal limits. In the portion of the lead that had been coiled behind the older generator, the surgeon believed that the lead had been kinked. When the lead was straightened, he saw an abraded opening in the lead with exposed wiring and fluid within the tubing. The attending company representative reported that the abraded opening was through the outer and inner tubing. The lead was replaced and system diagnostics on the new generator were within normal limits. The suspect product has not been received to date. No further relevant information has been received to date.